Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review could not be performed as the device was inoperable. A service history review, functional testing, and visual inspection were performed. The cannot power on issue was identified as a f-94 alarm during the sample analysis. The cause of the condition was determined to be a low battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This event occurred before use. There was no patient involvement. No additional information is available.